Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer failure, the user attempted to reboot. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay in the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer failure, the user attempted to reboot. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay in the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. A field service engineer (fse) identified absence of lights on drawer and module controllers. Using a meter, confirmed drawer 3.2 controller was defective and ordered a replacement. The fse inspected pyxibus, retractor band, and row board cables. The issue was previously isolated to drawer and module controllers. Upon return, fse replaced drawer controller for drawer 3.2 and the module controller. The system functioned as intended after the field service engineer repaired the device.